Manufacturer narrative:
Review of lot history records: the device history record (DHR) for lot 603303 indicates that two issues (broken barrel flanges) were found in 300 visual samples and no defects were found in 60 physical samples inspected from the lot. The details for the broken barrels were documented on a process correction log (attached to complaint investigation). The printer head was turned off and adjusted as a correction. A check back inspection was performed and the results met the acceptance criteria. There were no ncrs issued on this lot. There were 2 samples (opened) submitted with this complaint. All samples had broken luer tips. The reported condition is confirmed. A 6m root cause investigation was performed by the quality engineer. The exact root cause could not be determined through a review of the equipment or the complaint investigation. The syringe assembly process is controlled and validated and should not damage the luer of the barrels. Therefore, the most likely root cause of damage to the luer was caused by a component jam or misaligned piece of equipment. Additionally, the ram operating procedure was reviewed and lacked a troubleshooting section for addressing equipment issues. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage. The lot met all defined acceptance requirements and was released. A correction was initiated to add a troubleshooting section to one of the procedures: syringe rotary assembly machine was initiated to create new standard work documents for troubleshooting equipment issues. Additionally, a corrective and preventive action (CAPA) will be evaluated at the may 2016 CAPA review board meeting for the manufacturing site.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states the syringe breaks where the needle screws on the syringe (luer).